Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was charging for 1.5 hours and it only charged to 40%. The caller stated that the patient controller beeped and it said to ¿call mdt¿. They stated that the power button on top of the controller did not work. They reported they took out the batter pack, put it back in, but it still did the same thing. The caller stated it still told them to ¿call mdt¿. The caller did not have the patient nor controller with them. The caller indicated that the controller found the ins and reported the following charge quality: charge quality excellent. The patient was seeing that message during the charge. The caller called back to state that the controller was now in a foreign language. Product services (ps) reviewed the instructions to change the language. They may call back if they were unable to make the change. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.